Manufacturer narrative:
Our fse (field service engineer) was not on site but recommended air gas module replacement. The customer did not request any service, chose to seek a third party service instead. The concerned hospital department is unwilling to provide specific information about this case. No logs were provided and the current status of the ventilator is unknown. Due to lack of information, the root cause of the reported event could not been found.

Event description:
Manufacturer ref. #: 261189.

Event description:
It was reported that the air module was found flooded with water. There was no patient harm. Manufacturer ref.#: (B)(4).